Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. No DHR review was possible as the provided serial number # (B)(6) does not appear to be a valid integra identification number. No other lot or serial number was provided during the course of the complaint investigation. Unit received with one arm unable to fasten where the helicoil is inserted level on the surface. The other arm is functioning properly. The reported complaint was confirmed as helicoil is not allowing one of the arms from fastening correctly. Helicoil to be replaced under warranty. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplement medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the a1059 mayfield modified skull clamp, when attempts were made to attach the brainlab vario reference arm to the skull clamp, they were unable to fasten one side where the helicoli was inserted onto the surface. There was movement. However, the other side worked perfectly. There was an approximate 5-minute delay due to the product problem. A different skull clamp was used. There was no patient injury reported.